Event description:
An under delivery was reported for the companion pump, list #84. The intended volume was 100 ml at 21 ml/hr (4.8 hrs), however, the delivery was extended over another 2 hrs (approx 30% under-delivery within intended timeframe) and intended dose was delivered. The pediatric pt (unreported age, sex or diagnosis) did not experience any adverse effects.